Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced ¿high¿ blood glucose (bg) levels and high ketone levels. Cause was unknown, and a specific bg value was not provided. Reportedly, the customer required assistance addressing elevated bg levels. A bolus was delivered, manual injections were administered, and the infusion set and cartridge was changed to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.